Manufacturer narrative:
Correction: the correct date of explant (d6b) is (B)(6) 2024; not (B)(6) 2024, as previously reported. Device analysis report attached. This report is submitted on june 28, 2024.

Manufacturer narrative:
This report is submitted on march 18, 2024.

Event description:
Per the clinic, the patient experienced skin flap infection at the implant site and subsequently, was treated with oral antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2024. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.